Event description:
It was reported that there was a hole in bd luer-lok¿ disposable syringe and the employee was stuck by the needle after use. No serious injury or medical intervention was reported for the damaged product.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that there was a hole in bd luer-lok¿ disposable syringe and the employee was stuck by the needle after use. No serious injury or medical intervention was reported for the damaged product. Investigation: during DHR review all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. One photo and one loose 1 ml ll syringe inside an opened package were received and evaluated. The syringe appeared to have deformed tip and collar - they were bent in one direction. No damage marks were observed on the tip or collar. The deformity observed would render the product unusable. The barrel was from mold c-33. The potential root cause is likely associated with material handling process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was a hole in bd luer-lok¿ disposable syringe and the employee was stuck by the needle after use. No serious injury or medical intervention was reported for the damaged product. The needle stick injury complaint will be handled in pr (B)(4).